Event description:
It was reported that after the device was interrogated at a follow-up visit, review of the egm noted noise on the rv lead. Degradation of the lead insulation was suspected. The physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.